Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) were used. The physician initially attempted a 24mm device unsuccessfully and recaptured. However, the second closure device was successfully deployed in the laa of the patient. The patient experienced chest pain several hours post procedure. An echocardiogram revealed pericardial effusion and a pericardiocentesis was performed to remove 500cc of fluid. The patient remained stable and was discharged.